Manufacturer narrative:
Medwatch with patient identifier (B)(6) is for active system, medwatch with patient identifier (B)(6) is for compact plus system. It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 138 mg/dl on active system, 76 mg/dl on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.